Manufacturer narrative:
(B)(4). The reported event cannot be confirmed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during the patient's scs implant postoperative follow up appointment, drainage at the ipg site was observed. The physician diagnosed an infection. The patient was sent to the ER and was treated via PICC line for outpatient antibiotics. In addition, reportedly the patient has a previous history of (B)(6).

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up identified the patient's physician reported the patient is doing well. The reported issue has been resolved.